Event description:
It was reported by a patient that a previously implanted plate broke and required a revision. The patient sustained a fall and fractured her humerus in (B)(6) 2014. In (B)(6) 2014 the patient returned to her surgeon with complaints of pain. The plate was discovered to have been broken. A revision was performed in (B)(6) 2014. The patient has since been recovering. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.